Manufacturer narrative:
It was alleged that a left hip revision surgery for bhr was performed. The alleged devices were used in treatment. As of today, additional information has been requested for this complaint but has not become available. No part/lot numbers were provided; a full product history review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as a result of the reported event. Without the supporting lab/pathology results, imaging and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ion levels, adverse local tissue reaction and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventive or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Without the supporting lab/pathology results, imaging and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ion levels, adverse local tissue reaction and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient left hip on unknown date. The revision surgery was performed due to an adverse local tissue reaction to metal debris and gray-stained tissue and joint fluid; pseudotumor; and elevated cobalt and chromium levels. The patient outcome is unknown.